Manufacturer narrative:
Device evaluation: the service engineer replaced buzzer card pcb (printed circuit board). The buzzer pcb was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. It was observed that the buzzer pcb was over 2 years old. It states in the ¿preventive maintenance¿ section of the pb540 service manual, that the buzzer pcb should be replaced every two years. The buzzer pcba was attached to the failure investigation test ventilator for analysis. The ventilator passed power on self test post. A ¿power off while ventilating test¿ was performed, the ventilator failed the ¿power off while ventilating test¿, the alarm failed to sound. Conclusion: buzzer pcb was expired/beyond 2 year shelf life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb540 ventilator was generating battery fault 1 and speaker fault 4. There was no patient involvement.